Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison of 54 mg/dl using truemetrix meter and 86 mg/dl using another device. Blood samples were taken from the same finger and customer was advised of proper testing technique. Wife stated customer had no symptoms of low blood sugar. Customer's expected fasting blood glucose test result range is 85 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 211 mg/dl and 221 mg/dl using truemetrix meter. The product is stored according to specification in the dining room; customer does travel in an rv camper and was advised of proper storage technique. The test strip lot manufacturer's expiration date is 08/16/2019 and open vial date is three days. The meter memory was reviewed for previous test result history: result 1 :80mg/dl date: (B)(6) 2018 time:5:32am fasting, result 2 :54mg/dl date: (B)(6) 2018 time:5:04am fasting, result 3 :84mg/dl date: (B)(6) 2018 time:6:13am fasting, result 4 :85mg/dl date: (B)(6) 2018 time:6:30am fasting, result 5 :92mg/dl date: (B)(6) 2018 time:6:35pm nfasting.